Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed several episodes of inappropriate non-sustained lead noise as a result of the programmed device settings. The patient was asymptomatic. The device was reprogrammed and remains implanted.